Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was confirmed the event occurred due to a failure of the main board. The specific root cause of this failure could not be determined at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During the evaluation, the following were confirmed; the device was stuck with alarm sound and front panel turned off. It is caused by a malfunction of the main board. This part was replaced for correct function. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
During an asset return inspection (annual inspection) with no complaint from the customer, it was determined that the device has stuck with alarm sound and front panel turned off due to faulty main board. There was no patient involvement on this reported event. No injury reported.